Event description:
A center director reported patient with dry eyes and recent decrease in vision at eight month lasik post-operative visit. At visit patient "was concerned about recent decrease". This report is for the left eye, and additional report will be filed for the left eye. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been required. (B)(4).